Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received patient outcome information indicating that care was withdrawn due to a pump pocket infection and the patient expired. No further information is available at this time.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. The pump was not returned for evaluation. The instructions for use lists infection as a possible adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the pump met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that hospital staff is unable to recall specific details regarding the duration of the infection, treatment protocol for the infection prior to the withdrawal of care or the cause of infection. The pump was not explanted and will not be returned

Manufacturer narrative:
Approximate age of device: 9 mos. According to the information provided, the lvad pump will not be returning for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed.